Manufacturer narrative:
(B)(4). Batch # unknown. The account provided 1 video. The video provided by the account is that of an eph04 instrument where it can be seen that the device was suction without pressing the button. Because the instrument was not return our evaluation is limited. Therefore, no conclusion could be reached as to the root cause of the reported issue. We value the opportunity to fully analyze the instrument upon its return. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the suction was activated without pressing button. It is unknown if the patient had any consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. Investigation summary: the device was received with no apparent damage. The device was tested for continuity and no continuous activation was found as reported. In addition, the device was leak tested and a leak was found at the suction, irrigation and distal shaft test. The device was disassembled to inspect internal component and it was observed that the suction and irrigation button were not detached from the stem valve. Upon visual inspection under magnification, it was observed that the button stem was a broken across valve section. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The leak issue reported by the customer is confirmed. No conclusion could be reached as to the cause of the leak. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.